Manufacturer narrative:
Section a4- patient weight not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange on (B)(6) 2026 for "low/no flow issues". Log files were submitted for review and captured low flow events on (B)(6) 2026 and (B)(6) 2026. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. These occurred at times when the pulsatility index was elevated. There did not appear to be a mechanical circulatory support issues causing the events. The no external power events appeared to be related to the patient prepping for the system controller swap.

Manufacturer narrative:
Section d6a: date of implant should not have been previously provided as the system controller is not implanted. Manufacturer's investigation conclusion: the reported event of a controller exchange for (B)(6) was confirmed via the log files. The account submitted a set of log files for review, containing relevant data spanning 21:11:46 on 10feb2026 through 14:29:05 on 16feb2026. On 14feb2026, the system controller was reset following a controller exchange at approximately 14:40:57. No alarms were reported after the controller exchange. No other notable events or alarms were observed. The system controller was not returned for analysis. Available information indicated that the system controller was exchanged by the patient in response to intermittent low flow alarms (addressed under pump investigation). The root cause of the reported event was determined to be the user misunderstanding the operation of the system. The patient handbook instructs the user on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver preset to assist. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev. D), section 1 ¿ ¿introduction¿, states, ¿device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it somewhat underestimates actual flow at high flows. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Conversely, an occlusion of the flow path decreases flow and causes a corresponding decrease in power. In either situation, pump output should be assessed¿. The heartmate 3 IFU, section 4 ¿ ¿heartmate touch communication system¿, states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Additionally, the section states under abnormal conditions this may result in an overestimation of pump flow or an undisplayed pump flow reading. Lastly, to provide a more accurate estimate, the system controller uses the patient¿s hematocrit level as a surrogate for the patient¿s blood viscosity. Viscosity is a fluid property that can influence the flow estimate algorithm. Section 2 of the IFU and patient handbook, ¿how your heart pump works,¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, states pump flow is dependent upon the pressure difference across the pump, aortic pressure at the outflow minus left ventricular pressure at the inflow and will fluctuate throughout the cardiac cycle. Heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, and abbott heartmate 3 left ventricular assist system patient handbook (rev. A), section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including low flow alarms, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.